Event description:
The iab was inserted into the pt on 8/7/97 at 1:30 p.m. And removed on 8/11/97 at 9:00 a.m. The iab did not malfunction. The pt had a bleeding complication which required cutdown to place one suture at the arterial insertion site. The iab was removed in the o.r. Without any further complications. (Event complications: bleeding/not sever/iab surgically removed-rpt'd 11/10/97.) (Pt's current status: discharged-rpt'd 11/10/97).